Event description:
It was reported that during unpackaging the xpert stent system, the stent was prematurely and partially deployed. Also physician noted that the tube (catheter) was displaced. The device was not used and there was no patient involvement

Manufacturer narrative:
(B)(4). Investigation of the returned device found the whole monofilament was returned loose with the posterior cuff and the needle tip still attached to the rail end. The anterior cuff was out of the pocket and the tabs were properly bent and undisturbed. Both cuffs were still attached to the link. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported event. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. The most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. The needle trajectory is checked twice during manufacturing. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needles did not capture the suture. The device was removed and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.